Event description:
The pt was implanted with a left ventricular assist device (lvad). Approximately 2 years post-implant, it was reported that the pt had gone to the hospital and in the days prior the pt experienced red heart alarms while connected to the power module. The cardiologist reported seeing reductions in pump speed in the pt's event history. X-rays were taken and indicated damage to the internal portion of the percutaneous lead. The pt was taken into the operating room for a pump exchange. It was also reported that the pt expired during the procedure due to hemorrhagic shock.

Manufacturer narrative:
The explanted device was returned to the MFR for evaluation and is currently being analyzed. No further info is available at this time. A supplemental report will be submitted when the MFR's investigation is completed